Event description:
It was reported that the ilet pump¿s screen began lifting, exposing the interior of the device, and a replacement was arranged while the user transitioned to backup therapy. Symptoms included no injury. Outcomes included no clinical impact requiring medical care or hospitalization. Investigation included complaint intake and replacement logistics. Investigation of this case revealed a screen delamination consistent with a hardware enclosure failure affecting the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was device component failure of the screen assembly.